Event description:
It was reported that the customer's blood glucose reached 539 mg/dl. At the time of reporting, the customer's blood glucose was 321 mg/dl and he treated with a bolus from the insulin pump. Troubleshooting was performed and there were no significant findings. The customer could not complete the high pressure test as he did not have a tubing clamp available. She also did not wish to remove her infusion set for evaluate whether the cannula was bent or occluded, but the site was not sore or irritated. The customer was advised to change the entire set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).